Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that wingset was clogged and unable to draw blood with a bd vacutainer® safety-lok¿ blood collection set. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported blood was not flowing when using wingset.

Event description:
It was reported that wingset was clogged and unable to draw blood with a bd vacutainer® safety-lok¿ blood collection set. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported blood was not flowing when using wingset.

Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for clog with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.